Manufacturer narrative:
No patient information available after calls to customer 04/22/21, 04/26/21, and 04/27/21. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system. When rebooting the system, the error was no longer present. The cause of the reported event is unknown.

Event description:
The hospital reported an alarm resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation. There was no report of patient injury.